Event description:
Ipi' easy secure device was inuse on patient's endotracheal tube. The plastic straps that secured the tube became disconnected. It appears the plastic holders that secure the straps had broken off.